Event description:
Discordant, falsely elevated hemoglobin a1c (hb1c) results were obtained on quality controls and patient samples on a dimension xpand plus with hm instrument. The discordant results were reported to the physician(s). The samples were repeated on the same instrument, resulting lower. The customer sent corrected reports for any patient where the difference in results was more than 10%. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated hb1c results.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer replaced both sample 2 and reagent 2 probe tips and recalibrated, after which quality controls were within range. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse tightened the source lamp and replaced reagent probe 1 flush syringe as it was failing titration. The cse performed alignments and primed all fluids. The customer calibrated the hb1c assay and ran quality controls. The cause of the discordant, falsely elevated hb1c results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.